Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient underwent an unspecified drainage procedure on a unknown date and a ultrathane mac-loc locking loop multipurpose drainage catheter was placed. Approximately 24-hours later, the hub detached from the catheter. The patient returned to the hospital and underwent an additional procedure to remove and replace the device. As reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information: the patient's activity level was extremely low to non-existent. The patient was merely laying down at the time of the breakage. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation - evaluation: a document review of the drawings, manufacturing instructions, quality control instructions, and instructions for use was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which instructs that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.